Manufacturer narrative:
(B)(4). The device manufacturer has been identified as abbvie inc.

Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Conservatively, abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
A patient in (B)(6) experienced leaking from the distal connectors of a percutaneous endoscopic gastro jejunostomy (pegj) tube. The patient had a small granuloma and the physician decided to excise it. On (B)(6) 2016, the pegj system was replaced.